Event description:
A home patient was diagnosed with peritonitis due to not wearing a mask while setting up for their automated peritoneal dialysis therapy. Per the nurse, the home patient was treated with medication (drug, dosage, and route unknown) and has fully recovered.